Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely stress of repeated use, external factors, or handling of the device caused the burn on the cover. However, a definitive root cause could not be determined. Instructions, operation manual describes how to inspect for the subject event as below: chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ ¦" inspection of the endoscopic image" 3 "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Evis lucera elite bronchovideoscope the customer reported to olympus, the evis lucera elite bronchovideoscope the tip case was burned. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found tip cover at distal end had burns, the adhesive on the bending section cover had a chip, and due to the wear of the angle wire, bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.